Event description:
Consumer complaint of high control test results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Test strip lot manufacturer's expiration date is (B)(6) 2017, and open vial date not verified. Control test performed during call with result of 73 mg/dl. Control level one lot #4ac1b68 acceptable range is 30 to 60 mg/dl. Control manufacturer's expiration date is 05/31/2016 and open date is not verified.

Manufacturer narrative:
(B)(4). Returned meter evaluated with foreign material found on strip connector.